Manufacturer narrative:
Product involved in incident was not returned for evaluation. If product is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Received email from customer. Contacted customer for follow-up and to gather more information. There was no needle at all on one of the pen needles. She has been injecting since (B)(6) 2018 so is not new to pen needles. She states that over 30 needles bent in use on the patient side of the needle. She is inserting at the 90-degree angle and then removing straight out. Part 234132. Lot z58f2 - 2024-05-01. Replaced devices and sent return label.